Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details the reported condition of the device leaking could not be duplicated. There was no sample taken. There was no substance found on or within the device. The device will be cleaned and re-lubricated, and worn components replaced in the svc process as preventative maintenance. The risk associated with this failure has been addressed. A potential cause to have create an event such as this may be contributed to cleaning and sterilization practices at the account, but it cannot be confirmed at this time.

Event description:
It was reported that the device had a red lubricant in it that could not be cleaned, which may lead to a potential leaking condition. There was no pt involvement. There were no adverse consequences reported as a result of this event.